Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment:incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included anemia. Concomitant products included anovlar (loestrin) since 2015, folic acid (vitafol) and kendural c (irospan). On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove the essure implant (surgical removal of coils)). Essure was removed on (B)(6) 2016. In march 2016, the dysgeusia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received : the events abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), pain, vaginal discharge, other injury(ies) or complication(s) please describe: metallic taste in mouth added. Patient and reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included anemia and general anesthesia. Concomitant products included ascorbic acid;ferrous sulfate (irospan), ethinylestradiol;norethisterone acetate (loestrin) since 2015, folic acid (vitafol) and medroxyprogesterone acetate (provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), libido decreased ("no drive"), alopecia ("noticed hair loss"), anxiety ("anxiety"), back pain ("back pain"), haematochezia ("blood in bowel movement"), mood swings ("mood swings") and memory impairment ("not being able to remeber"). The patient was treated with surgery (to remove the essure implant (surgical removal of coils)). Essure was removed on (B)(6)2016. In (B)(6) 2016, the dysgeusia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, vaginal discharge, abdominal pain lower, libido decreased, alopecia, anxiety, back pain, haematochezia, mood swings and memory impairment outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysgeusia, dyspareunia, genital haemorrhage, haematochezia, libido decreased, memory impairment, menorrhagia, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: no resistance, minimum of 1-3 coils. (3 coils in left tube, 3 coils in right tube). Tubes visualized clearly. Essure procedure performed without any complications. Concerning the injuries reported in this case, the following one was reported via social media: libido decreased, alopecia, anxiety, back pain, dysgeusia and haematochezia,mood swings,fissure,memory impairment. Amendment: the report was amended for the following reason: coding correction received. The event ¿fissure¿ was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included anemia and general anesthesia. Concomitant products included ascorbic acid;ferrous sulfate (irospan), ethinylestradiol;norethisterone acetate (loestrin) since 2015, folic acid (vitafol) and medroxyprogesterone acetate (provera). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), libido decreased ("no drive"), alopecia ("noticed hair loss"), anxiety ("anxiety"), back pain ("back pain"), haematochezia ("blood in bowel movement"), mood swings ("mood swings") and memory impairment ("not being able to remeber"). The patient was treated with surgery (to remove the essure implant (surgical removal of coils)). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the dysgeusia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, vaginal discharge, abdominal pain lower, libido decreased, alopecia, anxiety, back pain, haematochezia, mood swings and memory impairment outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysgeusia, dyspareunia, genital haemorrhage, haematochezia, libido decreased, memory impairment, menorrhagia, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: no resistance, minimum of 1-3 coils. (3 coils in left tube, 3 coils in right tube). Tubes visualized clearly. Essure procedure performed without any complications. Concerning the injuries reported in this case, the following one was reported via social media: libido decreased, alopecia, anxiety, back pain, dysgeusia and haematochezia,mood swings,fissure,memory impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included anemia and general anesthesia. Concomitant products included ascorbic acid;ferrous sulfate (irospan), ethinylestradiol;norethisterone acetate (loestrin) since 2015, folic acid (vitafol) and medroxyprogesterone acetate (provera). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), libido decreased ("no drive"), alopecia ("noticed hair loss"), anxiety ("anxiety"), back pain ("back pain"), haematochezia ("blood in bowel movement"), mood swings ("mood swings"), memory impairment ("not being able to remeber") and anal fissure ("fissure"). The patient was treated with surgery (to remove the essure implant (surgical removal of coils)). Essure was removed on (B)(6) 2016. In(B)(6) 2016, the dysgeusia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, vaginal discharge, abdominal pain lower, libido decreased, alopecia, anxiety, back pain, haematochezia, mood swings, memory impairment and anal fissure outcome was unknown. The reporter considered abdominal pain lower, alopecia, anal fissure, anxiety, back pain, dysgeusia, dyspareunia, genital haemorrhage, haematochezia, libido decreased, memory impairment, menorrhagia, mood swings, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: no resistance, minimum of 1-3 coils. (3 coils in left tube, 3 coils in right tube). Tubes visualized clearly. Essure procedure performed without any complications. Concerning the injuries reported in this case, the following one was reported via social media: libido decreased, alopecia, anxiety, back pain, dysgeusia and haematochezia,mood swings,fissure,memory impairment. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- no drive, noticed hair loss, anxiety, back pain, not being able to remember ,mood swing,blood in bowel movement,fissure were added. Category of previously reported event genital hemorrhage was updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.